Manufacturer narrative:
The returned device was evaluated. Inspection found minor chipped on the probe unit pink rubber. The um (ultrasound image) was found with six broken elements (signals) at position number 18,20,21,22,31 and 33. The c-body (control body) small cover was found to be missing. Investigation is ongoing, this report will be supplemented accordingly following investigations.

Event description:
The device failed leak test during reprocessing was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps cover was likely missing because of an external force applied, such as strong rubbing, on the part during normal use including reprocessing. The following is included in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, a device failing the leak test as included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.